Manufacturer narrative:
Device evaluated by MFR? - device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
A patient reported that her wound was not healing well after her recent vns implant surgery. It is unclear whether the patient was referencing her generator incision or electrode incision sites. No additional relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently did not include description of device evaluation method.

Event description:
The device history records were reviewed for both the lead and generator and revealed that the devices met all specifications for sterility prior to distribution. The surgeon's office was unsure which wound site was not healing well. The office had referred the patient to a wound care specialist, but the surgeon's medical assistant speculated that the patient did not attend the appointment since she did not receive documentation providing updates regarding the patient's condition from the facility after the date of the patient's scheduled appointment. No additional relevant information has been received to date.